Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "catheter was kinked in package. Found during incoming check. No patient involved."

Event description:
It was reported that "catheter was kinked in package. Found during incoming check. No patient involved."

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided one photo for analysis and the complaint of guidewire kinked prior to use was confirmed by the photo. The customer returned one unopened sac kit for analysis. No definite signs-of-use were observed. Visual inspection revealed one major kinks in the guide wire body. Creasing on the guide wire protective tubing and the pouch were also observed. The damage observed is consistent with defects related to storage and shipping. The major kink on the guide wire measured 275mm from the proximal end and the guide wire total length measured 349mm via calibrated ruler which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 20 ga introducer needle. The functional areas of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. Additionally, the instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.